Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio replaced the user interface and system controller pcb assemblies and completed other unrelated repairs. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device has a white screen and their device is locking up. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device has a white screen and their device is locking up. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control determined that the cause of the reported issue was due to user interface pcb assembly, further root cause could not be determined.